Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: visible inspection of the pump confirmed the audio bolus button cover is missing from the pump. The tdd history adds up correctly and reflects the users programmed basal rate. The alarms history shows only typical usage. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: reporter was changing cartridge this morning and noticed the audio bolus button was missing and you can see gold where it was. Patient had high blood glucose (bg) yesterday of 500 mg/dl, with mild stomach upset and high ketones. They changed site and gave a bolus. This morning bg was 101 mg/dl. No exposure to moisture exposure, cleans pump with alcohol. Customer support (cs) educated reporter about using mild soap and damp cloth, and confirmed patient has alternate delivery method if needed before replacement pump arrives. This complaint is being reported as a patient on pump therapy experienced hyperglycemia, and the audio bolus button issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.